Event description:
It was reported that pump experienced malfunction, identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.